Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
The customer reported a ventilator that was not ventilating. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4:30dec2020. B4:31dec2020 . H6: patient code updated. There was no patient or user harm reported. There was no delay to patient therapy. The customer reported a ventilator was not providing air supply during testing. The device was not in clinical use at the time the issue was discovered. The device was evaluated by an international philips field service engineer (fse), who confirmed the reported issue. The field service engineer replaced the gas delivery module and the motor control panel. The device was then reported to have been repaired. No other anomalies were noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.